Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. However, per the physician, the pneumothorax can be attributed possibly to the patient's condition and would have likely occurred via another modality. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per an intuitive surgical, inc. (Isi) advanced failure engineer, a system log review cannot be performed because the system logs are not available at this time. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. As result, the patient required placement of a chest tube to resolve the pneumothorax and was hospitalized.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient allegedly developed a small pneumothorax. This was discovered via chest x ray after the procedure. A chest tube was inserted to address the issue. The target lesion was on the right upper lobe and with close proximity to the pleura. Per the physician, the next day, the patient underwent bronchoalveolar lavage to clear up the left lung due to large secretions and mucus plug. The large secretions were attributed to unhealthy lung tissue and chronic obstructive pulmonary disease. The pneumothorax was thought to have likely occurred via another modality. The pneumothorax was attributed to patient condition, there was no device malfunction was associated with the event. The physician believe that the device did not cause or contribute to the event. The patient was subsequently discharged 2 days after the procedure.